Manufacturer narrative:
No tip vibration and no water flow due to an open and damaged prongs hp cable; very deteriorated hp cable sleeve, it has changed from a standard gray color to a badly yellowish color, dirty water filter, some black debris trapped in the water.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a g136 scaler, the service light was on and the insert was heating up; no injury resulted.